Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was received with an inlaid stylet. Usage residues were evident within the catheter tubing. A diagonally aligned split was observed between the 6cm and 7cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness and material discoloration in the vicinity of the split. Microscopic inspection of split revealed sharply defined edges. The split edges exhibited a granular surface with scoring marks and coarse striations. A sharply defined scoring mark was observed just distal of split. The characteristics of the split were consistent with damage caused by contact with a metal instrument. The tensile weakness and material necking suggested that the catheter was manipulated with that metal instrument, resulting in the observed leak. The usage residue indicated that the damage occurred either during or preparatory to use. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that during the passage of PICC, supposedly, when the catheter was tested it was seen that it had a hole causing leakage during salinization. As reported, this event occurred prior to inserting the catheter into the patient. Sample return was observed to have blood residue.